Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that there was nothing wrong with the cuff but it just was not coapting all the way and needed to be down sized. An artificial urinary sphincter (aus) replacement surgery was performed and there was no patient complications.